Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description of defect: the IV pump alarmed for an air bubble. The nurse removed the tubing from the pump, flicked it twice to see/move the bubble and the tubing fell apart at the connection of the white plastic 'thing' that is used to place the tubing into the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and several photos were provided for evaluation. Visual examination of all returned materials noted that the set was disconnected at the bonded joint between the tubing and the bottom of the pump segment. Minimal solvent residue was observed on the tubing. The inner diameter of the pump segment and outer diameter of the tubing was measured to ensure that both met specification. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. If additional pertinent information becomes available a follow-up report will be filed.